Event description:
The patient reportedly experienced intermittencies and sound quality issues. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing showed that the patient's device was functioning. The device was explanted and the patient was reimplanted with another advanced bionics cochlear implant.